Event description:
It was reported to boston scientific corporation that during a post-operative exam two weeks after an anterior pelvic floor repair procedure in 2008, using the pinnacle pfr kit, the physician noticed a 1x2 cm mesh exposure in the incision line, and necrotic tissue. The physician excised the necrotic tissue, and the patient reportedly has had no further issues.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.